Manufacturer narrative:
The customer called technical support to report that the fan was not blowing air, and a 1203 "low leak-co2 rebreathing risk" alarm error was displayed. The remote service engineer (rse) performed troubleshooting with the customer and found that the average air was reading -4.5 slpm. The rse then recommended that the customer should replace the flow sensor assembly and provided the customer with the part number of the replacement flow sensor assembly for repair. The customer decided to ship the device to bench repair for repair and preventive maintenance (pm) service, so the rse e-mailed the bench repair document to the customer and created a bench work order (wo) for the customer. At bench, the service engineer confirmed the reported issue and found that the tapered plug was covering the air inlet on the flow sensor assembly. Ventilation was possible after the tapered plug was removed. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint by the customer on the v60 indicating that the fan was not blowing air, and a 1203 "low leak-co2 rebreathing risk" alarm error was displayed. It was reported that there was no patient involvement at the time the issue was discovered. The device was taken out of service. The customer called technical support to report that the fan was not blowing air, and a 1203 "low leak-co2 rebreathing risk" alarm error was displayed. The remote service engineer (rse) performed troubleshooting with the customer and found that the average air was reading -4.5 slpm. The rse then recommended that the customer should replace the flow sensor assembly and provided the customer with the part number of the replacement flow sensor assembly for repair. The customer decided to ship the device to bench repair for repair and a preventive maintenance (pm) service, so the rse provided the customer the e-mail with the bench repair document and created a bench work order (wo) for the customer. The investigation is ongoing.